Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387-40, lot# j0120576v, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was indicated that two leads were implanted on (B)(6) 2010 but the use by date (ubd) was 2005-10-19. No symptoms were reported. Please see report number 3004209178-2016-07210.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.